Manufacturer narrative:
The company cartridge was returned. Inadequate viscoelastic was observed in the cartridge. The cartridge tip had an aneurysm on the bottom center and heavy stress. The cartridge had evidence of placement into a handpiece. The company cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The lens was returned in a plastic tray. A small amount of viscoelastic was observed on the lens. The lens was cut into two pieces, typical of removal. One portion had angled cracks on the edge. The other portion had a scrape mark on the posterior surface near the edge. The returned lens matched the provided photo. A qualified lens model/diopter and viscoelastic were indicated. It is unknown if a qualified handpiece was used. The root cause for the reported lens damage may be related to a failure to follow the IFU (instructions for use). Inadequate viscoelastic was observed in the cartridge. The tip had an aneurysm and heavy stress, which may indicate the lens/plunger was not in acceptable positions for advancement. The lens damage may indicate a plunger underride occurred. Its unknown if a qualified handpiece was used. Top coat dye stain testing was conducted with acceptable results. The IFU instructs: company foldable iol (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact alcon. The handpiece IFU instructs: verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately ½ turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. Slide the cartridge fully forward into the handpiece slot until it is secured firmly into position. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure that edge of the lens optic was damaged. Noticed immediately after lens placed in the eye. Subsequently the lens was removed during initial procedure. The procedure was completed on same day without any harm to the patient. In the surgeon's opinion, it could have been the cartridge or injector that caused the damage. In the surgeon's prognosis the patient condition was excellent and there was no negative outcome. Additional information has been requested.